Event description:
It was reported that a malfunction occurred on the pump after it was exposed to x-ray. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service provided instructions to reset the pump, and after assistance, the malfunction did not recur. Customer was advised to contact support again if the issue reappeared, which the caller understood. Customer was allowed to continue using the pump.